Event description:
Subsequent to the initial MDR being filed, a cine cd of the procedure was received and reviewed by a clinical specialist.

Manufacturer narrative:
(B)(4). The cine images review was completed and the reviewer noted tight stenosis in the mid section of a highly calcified right coronary artery (rca). Two balloon markers are positioned around the lesion. (There are no images of any inflations.) A stent is then positioned over the lesion and deployed. Several runs show post-deployment. A dissection is then visible in the ostium and proximal vessel. The dissection does not extend to the proximal stent edge. A second stent is then implanted in the rca ostium, extending to and overlapping the proximal edge of the initial stent. There is still a dissection plane visible at the ostium. This is treated by implanting a shorter stent in the ostium (overlapping). The reviewer concluded that a dissection occurred in the ostium of the rca after implant of a stent in the mid vessel. The dissection was most likely not associated with the stent implant but rather, from some other source.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the mildly tortuous and calcified proximal right coronary artery, a 3.5 x 15 xience v rx stent system was advanced and the stent deployed. During the angioplasty, a dissection at the distal edge of the stent occurred. The dissection was covered by a 3.0 x 15 xience v stent system. There was no clinically significant delay and no adverse patient effects. No additional information was provided.